Event description:
The device reported several noise reversions and an aborted vf episode. The noise was observed on both atrial and ventricular leads. The noise was observed when the patient placed his hands on his hips. Replacing the leads was suggested. The leads remains implanted.

Manufacturer narrative:
Na